Event description:
Ppf alleges metallosis and pseudotumor. Added product details for head, stem, liner.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges walking difficulty. After review of medical records, patient was revised due to painful left hip, acetabular cup malposition and elevated metal ion. A CT scan of the patient demonstrated acetabular cup malposition with a slightly vertical acetabular cup. Operative note reported, the patient did not have any significant identifiable short external rotators. There was significant amount of fluid inflammatory type of fluid in which the cell count returned over 8000 wbcs but a very low percentage of neutrophils and the fluid appeared to be predominately lymphocytes. There were no significant wear on the trunnnion and no significant amount of metal staining that was present in the surrounding pericapsular tissues. Upon examining the acetabulum, it did appear very vertical being that the most superior edge was a half finger breadths tuck underneath the lateral lip of the acetabulum and did appear to be at most neutrally anteverted.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
Aug 25, 2017: litigation received. Litigation alleges pain, discomfort, soreness, limited ability to perform daily activities, friction and wear causing toxic metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.